Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two lead integrity alerts (lia) triggered due to high rate non-sustained episodes, sensing integrity counter (sic), and impedance variation on the right ventricular (rv) lead. Additionally, lead warnings for high/undefined pacing impedance and noise were also observed on the rv lead. Electrograms (egm) showed oversensing on the ventricular channel. The rv lead remains in use. No patient complications have been reported as a result of this event.